Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 09/18/2023. An investigation was conducted on 09/19/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the c-ring. The c-ring was observed to be cut in half down the center with signs of melting near the flanking curved areas. The c-ring half connected to the scope wash tubing was returned separate from the scope wash tubing. Signs of melting were observed on the detached piece. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device and the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000274192 history record review was completed. There was one (01) ncmr identified which was documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there s no relation between the batch manufacturing process and the reported failure. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 c-ring broke during the operation. Although it is a piece of broken one, it is stored in the hemopro body, and the piece is not left in the body. Another product was used, and it was completed without problems. There is no delay in procedures. No health hazards to the patient.